Manufacturer narrative:
The hill-rom technician found that the metal latch plate was bent. He replaced metal latch plate to resolve the issue.

Event description:
Information received indicated that the right foot siderail would not latch.